Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer alleged that the exact blood glucose value was unknown but believed to be above 500 mg/dl. The customer resumed "normal insulin therapy" after the malfunction was cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.